Event description:
Abbott 3-way stopcock with male locking luer adapter was either faulty or defective causing leaking IV lines and back up of blood in the IV for 5 newborn babies in the special care nursery.